Event description:
Customer reported to beckman coulter, inc. (Bec) that they observed a clear fluid leak on the right side of the coulter ac*t diff 2 analyzer. Customer reported that the controls were in range. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed evidence of an old diluent leak but was unable to find a more recent leak on the instrument. The fse cleaned the dried diluent, replaced the vacuum isolator chamber (vic), diluent filters, and waste filter. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications. To date, customer has not reported any further fluid leak on the right side of the coulter ac*t diff 2 analyzer.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).